Event description:
The user received erroneous results for nine pt serum samples. The user recalibrated the assays, performed qc then repeated the samples and sent out corrected reports. Of the results provided, five were found to be discrepant. All results are in mg per l. Sample 1 initial theophylline result was 21.2, repeat result was 13.3. Sample 2 initial phenobarbitol result was 93.4, repeat result was 71.2. Sample 3 initial vancomycin result was 47.5, repeat result was 31.7. Sample 4 initial vancomycin result was 70.2, repeat result was 49.6. Sample 5 initial vancomycin result was 48.2, repeat result was 30.1. The user stated she did not have access to info concerning if the pts had been treated based on the initial results.

Manufacturer narrative:
The field service rep determined there was a problem with the fluid distribution valve block on the transfer head. He replaced the distribution block on the transfer head. He also determined the fp photometer needed to be calibrated. He decontaminated, replaced the analyzer rotor drive belt and calibrated the fp photometer. To verify the analyzer performance, he performed a check test, recalibrated all the assays and ran qc with all passing results.